Manufacturer narrative:
Received voluntary medwatch mw5152379.

Event description:
It was reported via voluntary medical that the device was explanted due to unspecified issues. The device is no longer in service. No additional adverse patient effects were reported.